Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power / battery life issue. The reporter stated that when reviewing the alarm history, it was noted that a replace battery warning had occurred two times on (B)(6) 2014 at 6:44pm. The reporter denied damage to the battery cap and battery compartment and denied moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened. A power loss was not observed. The current draws were within specifications. The pump case was removed and there was no evidence of moisture contamination inside the pump. There was no evidence of intermittent contact when the battery terminal contacts and 5 volt motor regulator were inspected. There was one alarm observed in the black box on 02/28/2014.